Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported device issue. A visual inspection was performed and noted one side of the sterile packaging unsealed. There were no signs of damage to the sterile packaging. In addition, the unsealed end of the package showed evidence that the sealant was not applied. Based on the investigation findings, the cause of the reported event could not be determined at this time. The device was forwarded to the original equipment manufacturer (OEM) for further evaluation.

Event description:
Olympus was informed that during preparation for use, the bottom seal of the package was never sealed and compromised. When the user facility opened the package, the device fell out of the bottom seal onto the floor. There was no patient involvement with the reported device.

Manufacturer narrative:
This supplemental report is being submitted to provide the original equipment manufacturer (OEM) device history review (DHR). The OEM reviewed the DHR and found no abnormalities. In addition, a two year view of the complaint data was performed and showed no related complaints prior to this report.